Manufacturer narrative:
The device arrived for eval, but investigation is still pending. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that during priming the speed was increased to 4000 rpm. A strange noise was heard in the cardiohelp driver and massive air entered in the set and membrane that could not be removed. The set was replaced with a new one. (B)(4).